Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a laparoscopic gastric bypass procedure, after loading handle with the reload, they checked the function of the jaws; however, the device would not fire. The event occurred during the procedure but the product was not used for patient. The status of the patient is no problem. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The procedure was completed with another device.